Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What was the surgical procedure being performed? What structure was the device being fired on? Was this the 1st firing of device? Were there any issues noted with staple form during initial procedure? What device was being used with this cartridge? Was the device difficult to close or fire? Were any clips used in the vicinity of stapler firing? What is the current patient status?

Event description:
It was reported that during an unknown procedure, the reload does not perform a proper surgical stapling. Medical report: this the present report notifies the defective closure of the reload used in the surgery of the patient, it was performed on day (B)(6) 2017. The failure of the indicated device resulted in leakage of the entire-entire anastomosis requiring emergency surgical re-operation due to peritonitis. Currently the patient remains hospitalized and under severe conditions in the intensive care unit of the hospital. The surgeon indicates which area where the stapling was done with an endocutter was left without an adequate seal so it filtered intestinal contents towards peritoneum.

Manufacturer narrative:
(B)(4). Photographic analysis: one photo was provided. The photo received is in black and white and it shows tissue. Due to the contrast of the colors, leak intervention can not be identified. Based on the photo alone, no conclusion could be reached on how the reported event occurred. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.